Event description:
(B)(6) clinical study.it was reported that following a coronary artery stenting treatment procedure the patient experienced chest pain.lesion 1 was a 18mm, 90% stenosed portion of the 2nd obtuse marginal. The physician implanted a 2.25x12mm taxus express2 atom stent. The physician also implanted a 3.5x15mm and 2.5x15mm non bsc stents in the mid left anterior descending and 1st diagonal lesions. Post-procedure residual stenosis was 0%. The patient was discharged.in (B)(6) 2011, the patient was hospitalized for atypical chest pain associated with shortness of breath. Troponins were negative. The patient's chest pain resolved with medication regimen change.

Manufacturer narrative:
Device is a combination product.device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).